Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used in a gastric sleeve procedure. No issues were noted at the time. The patient passed out the next day post-op and had to undergo an emergency open procedure because of blood loss of more than 500cc at the spleen. The open procedure resulted in removal of the spleen. A blood transfusion was required and hospitalization was extended five to seven days. Patient is alive with injury.